Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 at 4:00 pm he was feeling "disoriented" so he performed a test using his adc blood glucose meter and received a reading "in the 200's" (customer could not recall the exact reading), but felt his sugar was low. Customer then suddenly lost consciousness. Customer's family member treated customer with glucose gel in his mouth and then called the paramedics. Upon arrival the paramedics initiated an intravenous infusion of glucose and electrolytes and transported him to a hospital. At the hospital, customer was diagnosed with hypoglycemia and his intravenous infusion was continued. No additional treatment was required. Customer was discharged at 4:00 am on (B)(6) 2016. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported that on (B)(6) 2016 at 4:00 pm he was feeling ''disoriented'' so he performed a test using his adc blood glucose meter and received a reading ''in the 200's'' (customer could not recall the exact reading), but felt his sugar was low. Customer then suddenly lost consciousness. Customer's family member treated customer with glucose gel in his mouth and then called the paramedics. Upon arrival the paramedics initiated an intravenous infusion of glucose and electrolytes and transported him to a hospital. At the hospital, customer was diagnosed with hypoglycemia and his intravenous infusion was continued. No additional treatment was required. Customer was discharged at 4:00 am on (B)(6) 2016. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This report is being filed as a correction.

Event description:
Customer reported that on (B)(6) 2016 at 4:00 pm he was feeling ''disoriented'', so he performed a test using his adc blood glucose meter and received a reading ''in the 200's'' (customer could not recall the exact reading), but felt his sugar was low. Customer then suddenly lost consciousness. Customer's family member treated customer with glucose gel in his mouth and then called the paramedics. Upon arrival the paramedics initiated an intravenous infusion of glucose and electrolytes and transported him to a hospital. At the hospital, customer was diagnosed with hypoglycemia and his intravenous infusion was continued. No additional treatment was required. Customer was discharged at 4:00 am on (B)(6) 2016. There was no report of death or permanent injury associated with this event.